Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high" on the cgm. Elevated blood glucose was addressed with manual dose injection. The customer changed supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.